Manufacturer narrative:
This report is being supplemented to provide additional information based on results of third-party testing (please see update to b6), the customer provided cleaning disinfection and sterilization (cds) checklist, the device evaluation and the legal manufacturer's final investigation. The reported event was not confirmed as the scope was not microbiologically tested by olympus. The customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer did confirm that there were no deviations or deficiencies concerning reprocessing of the scope. Additionally, the customer confirmed that there were no suspected patient infections due to the facility findings. The customer did not provide the specific steps taken during the cleaning sterilization and disinfection (cds) process. The customer confirmed the culture test were performed immediately after reprocessing, the device was quarantined and not used in-between testing, and additional reprocessing was performed before the device was returned to olympus. The device was evaluated where no abnormalities were found that could have led to the positive culture. The following defects were noted: - distal end light guide lens is chipped - bending cover adhesive is peeled - engage function of angulation knob is loose - angulation has freeplay and does not reach specified standards - remote switch #1 is scratched however, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the same bacteria were detected from the same sampling location in the first microorganism test and the additional test. Therefore, reprocessing may have been conducted insufficiently. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis lucera elite colonovideoscope tested positive for microbial contamination. The scope was sampled once. During the sampling, the scope tested positive for 8 colony forming units (cfus) of pseudomonas aeruginosa. The issue was found during a routine culture of the scope. All channels were tested. There was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
As of this report, olympus has not received third-party test results to confirm this allegation. The customer has not provided the cleaning sterilization and disinfection (cds) processes performed at the user facility however, this information has been requested. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.